Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. (B)(6).

Event description:
The customer reported false positive architect total b-hcg results on one patient. The results provided were: sid (B)(6) on (B)(6) 2018 initial = 11970.1miu/ml (>25.0miu/ml = positive) / retest = <1.2miu/ml (<5.0miu/ml = negative). There was no reported impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from (architect total b-hcg, list number: 07k78-30, lot number: 82186ui00 and manufacturer: (B)(6) of this report to (architect i2000sr analyzer; list#: 03m74-02; serial#: (B)(4), manufacturer: abbott manufacturing inc, (B)(6). MDR number: 1628664-2018-01842 has been submitted and all further information will be documented under that MDR number.